Event description:
Pt with a total knee implant developed an infection. Surgical intervention occurred to wash out the knee. Surgical intervention is planned to wash out the knee again and exchange poly inserts.

Manufacturer narrative:
Pt with a total knee implant developed an infection. Surgical intervention occurred to wash out the knee. Surgical intervention is planned to wash out the knee again and exchange poly inserts. Review of the device history record indicates that the device was manufactured to spec. All sterilization requirements were met.